Manufacturer narrative:
Info concerning the analyzer and test results was not supplied by the customer. This reportable event was identified during a retrospective review conducted between jan 1, 2008 and october 23, 2010 of complaints for add'l reportable events. This MDR represents event 3 of 3 reported by this customer. This MDR is related to the following mdrs that have been reported: MDR 1061932-2011-10144, 01045.

Event description:
Customer reported erroneous differential test results were obtained for one pt sample when using the unicel dxh 800 coulter cellular analysis system. The test results were determined to be erroneous based on the results of manual blood smear differentials. Erroneous test results were not returned out of the lab. No reports of death or serious injury and no affect to pt treatment as a result of this event. This event represents event 3 of 3 events reported by this customer for three different dates.